Manufacturer narrative:
The investigation is in process. When the investigation is complete, a supplemental MDR will be submitted accordingly.

Event description:
It was reported that the patient's femoral 11x152mm bowed segmental stem fractured. The patient was admitted to the emergency room on (B)(6) 2022. The patient was revised on (B)(6) 2022 and the following implants were revised: two male-female midsections, and segmental stem. No additional informatioin regarding this adverse event has been reported.

Manufacturer narrative:
This report is being submitted to include additional and corrected information. The investigation is complete. The device was not returned for evaluation. The root cause of the implant fracture could not be determined. The device history records and sterilization batch records were reviewed which did not indicate any deviations that could have contributed to this complaint. Multiple attempts were made to obtain additional information. If any additional information is obtained, a supplemental MDR will be filed accordingly. The following sections were updated: h3: device evaluated by manufacturer updated to no. H6: type of investigation code updated to 4110: trend analysis. H6: type of investigation code updated to 4114: device not returned. H6: type of investigation code updated to 4117: device not accessible for testing. H6: type of investigation code updated to 4109: historical data analysis. H6: investigation findings code updated to 3221: no findings available. H6: investigation conclusions code updated to 4315: cause not established.

Event description:
It was reported that the patient's femoral 11x152mm cemented straight segmental stem fractured. The patient was admitted to the emergency room on (B)(6) 2022. The patient was revised on (B)(6) 2022 and the following implants were revised: two male-female midsections, and segmental stem. It is unknown if the patient endured any trauma. Multiple attempts have been made for additional information.